Event description:
It was reported that a spectrum pump was alarming for upstream occlusion. The customer believed that this occurred during therapy, but no patient injury occurred.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the upper and lower reading on the ultrasonic sensor to be below specification. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The root cause was determined to be the distance between the upstream sensor and upstream pusher being too large, resulting in increased signal loss. The upstream sensor assembly was replaced to correct this deficiency.